Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) system stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, but patient-initiated interrogation was unsuccessful. The patient was referred to contact their clinic regarding the red call doctor icon. Upon review, interrogation was successful, and a high shock lead impedances alert was found on this right ventricular (rv) lead. At this time, this rv lead remains in service and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).